Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d1; d4 (serial). The root cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 35 year old male patient with no previous cardiac history treated with impella cp due to chest pain and previous resuscitation. Ventricular tachycardia was noted at home and return of spontaneous circulation was achieved at electrocardiogram (ECG) showed anterior st-elevation myocardial infarction. Patient transferred to catheter laboratory and health care provider (hcp) performed percutaneous coronary intervention. Left ventricular ejection fraction was measured at 30 -35 %. During percutaneous coronary intervention (pci) procedure while advancing the guide catheter it went into the left ventricle, which resulted in the patient being a systolic. Cardio pulmonary resuscitation was performed and return of spontaneous circulation achieved. A temporary pacemaker was placed and hcp decided to support patient with impella cp as further pressures were needed to sustain the patient. Patient on intensive care unit, where a coloring of urine was noted, which cleared up to lighter red and output also slowed down. No alarms were noted on system during this time. Following this hcp noted further decrease in urine output and also concerned about right heart failure. Considering continuous renal replacement therapy due to the young age of patient. Patient two days after pump placement suddenly woke up from sedation and dislodged the placed swan ganz catheter as well as the impella pump needed to be repositioned as the pigtail was stuck in the mitral valve papillary muscles. Patient experienced alarms for positioning when back on intensive care unit and pump needed to be reposition under echo. Hcp initiates continuous renal replacement therapy (crrt) due to continues low urine output. Further levosimendan initiated due to further increase cardiac contractility. Patient transferred to different hospital and experienced an controller failure alarm on automated impella controller while in flight. Patient decompensated and needed increased vasoactive inotropic drug support. Alarm resolved after flight and aic to aic transfer was performed without issue. Further decompensation in intensive care unit and alarm on aic of unknown position and position in aorta. Alarms resolved, but decision was taken to cannulate the patient for extracorporeal life support. Further that day leg with impella access site was noted to be cooled and mottled. Patient developed a fever and remains critical. Patient then switched to impella 5.5 and extracorporeal circulatory life support (ecls) support on day 8 of impella cp support - impella cp support was continued beyond the recommended 4 day duration, prolonged use can increase the risk of complications and therefore may have played a contributory role in this adverse event. Patient developed signs of north-south syndrome and hypotension while on impella 5.5 and ecls support. Patient remained critical and on support of impella 5.5 and ecls for 10 days and ultimately expired on support. The use of multiple mechanical circulatory support systems, such as combined impella and extracorporeal circulatory life support (ecls) therapy, is associated with an increased risk of adverse events due to the cumulative complexity of the support strategy and the additive device-related risks. The use of multiple mechanical circulatory support systems, such as combined impella and extracorporeal circulatory life support (ecls) therapy, is associated with an increased risk of adverse events due to the cumulative complexity of the support strategy and the additive device-related risks. Death was conservatively coded to the impella 5.5, however it was most likely due to underlying disease complexity and not device-related.